Event description:
It was reported that the patient opted for lenses that would allow him to see much better in the dark and in the rain as part of a cataract operation. However, it was not the case post intraocular lens (iol) implantation as on (B)(6) 2025 the patient's optician examined the eye and determined that the vision had remained virtually unchanged in two years. According to the surgeon, it is not possible to fulfill the patient's request. The patient inquired whether the lens could be replaced. Information was received that the patient was in the hospital after the surgery because the right eye had become infected. The patient was receiving treatment at the clinic from (B)(6) 2024 until (B)(6) 2024. Details from the release form provided the following information regarding the right eye: diagnosis: od low-grade endophthalmitis, pseudophakia at time of admittance: od distance vision sc+ 0,25, intraocular pressure 8 mmhg at time of release: od distance vision sc+ 0,1, intraocular pressure 10 mmhg anterior segment of the right eye: injected conjunctiva, epiphora, cornea with descemet folds ++, tyndall +, anterior chamber cells +, medical mydriasis, iol in loco fundus: optic disc sharp edges, vital, macula homogeneous, peripheral retina attached. Reason for inpatient treatment: in case of intensive topical therapy and subconjunctival injections, inpatient treatment is required. In case of anterior chamber irritation with suspected endophthalmitis, daily follow-up with readiness for surgery in case of deterioration is required. Treatment and course: with suspected low-grade endophthalmitis of the right eye, emergency inpatient admission was required for topical treatment with inflanetran at, zyklolat at, subconjunctival injections with dezamethasone, and floxal at. The patient was discharged after improvement. Further follow-up at the patient's practice was requested. No further details were provided.

Manufacturer narrative:
Section a2, a3b, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: unknown/not provided, as information was requested but could not be provided due to being unknown. Section d6b: explant date: not applicable, as lens remains implanted. Section g4: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Lens remains implanted. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: on (B)(6) 2025, we learned that the lenses were implanted by artemis dieburg. Corrected data: section e1, first/given name: unknown, as information was requested but not provided section e1, last name: unknown, as information was requested but not provided section e1, email address: (B)(6). Section e1, establishment name: (B)(6) section e1, country: germany section e1, address, line 1: (B)(6). Section e1, city: (B)(6). Section e1 - post office or zip code: (B)(6). Section e1, telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.